Event description:
It was reported that pump screen stopped working without warning and displayed malfunction code, then appeared to work again after pump was restarted. There was no reported impact to the customer¿s blood glucose level. Customer¿s father later performed soft reset, confirmed pump was working fine, and began process of renewing pump and warranty, while technical support attempted follow-up by phone, sent follow-up email, and closed case after no further action was required.